Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. B3: exact event date unk, entered (B)(6) 2025 as only the year was provided. D4: batch # 515d21. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received along with its opened packaging. The reload returned unfired with the swing tab in unlocked position and the pan and knife assembly were noted damaged (cracked). No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 515d21, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the nurses complained the sr75 couldn't insert inside the ntlc75, therefore they opened another sr75 for the case. There was no delay in the case and the procedure was completed successfully. No patient consequences were reported.